Event description:
It was reported that during attempted implant of the lead and while deploying the helix, it could not be assessed via fluoroscopy that the helix had deployed. It was also reported that the lead dislodged, further indicating that the helix had not deployed. Therefore the physician requested a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.